Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this device's communicator displayed a red call doctor icon. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this device's communicator displayed a red call doctor (rcd) icon. This device remains in service. No adverse patient effects were reported. Additional information was received that the rcd icon was due to an out of range right ventricular (rv) pacing impedance measurement of 200 ohms which led to a lead safety switch. This device remains in service. No adverse patient effects were reported.